Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: forward water jet socket accessory stuck inside, passed dry leak test, passed wet leak test, up/ down angulation knob play, right /left angulation knob play, lightguide connector root brace cut, customer complaint confirmed. The device was repaired where all defects found was remediated and returned to the user on delivery note (B)(4). On 29-nov-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 20dec2010 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec-3890li. In the event reported, the user stated the primary channel was blocked. The timing of the event was in the reprocessing room. There was no adverse event reported with this complaint. No other information provided with this complaint.